Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while attempting to position the lead in the right ventricle, the lead was stuck in the myocardial tissue. It was further reported that the lead exhibited low sensing and no capture. The lead was cut, capped and remains implanted. A replacement lead was implanted. No patient complications have been reported as a result of this event.